Manufacturer narrative:
(B)(4).

Event description:
It was reported the ez-io was being used on a pt who was coding. The green indicator light was lit on the power driver. The ems tech attempted to use the power driver on the pt's leg. They tested the driver and had power. At which time, they proceeded with the needle insertion. Once they hit bone power was immediately lost. They were unable to insert an IV into the pt. The pt later expired. The ems stated the pt was in a code situation prior to the use of the ez-io. The ems stated this issue did not contribute to the pt's outcome. It was noted the clinician tested the unit later and it worked fine on the demo leg. Power was not lost. No add'l info is available.